Event description:
It was reported that during testing at the user facility, the device operated automatically without user activation. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the bearings